Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned for evaluation. Based on the results of the investigation, a final root cause of the b30 error was unable to be identified. However, the following are probable causes for the reported event: conduction failure of circuit board inside scope connector due to water that invaded the scope connector by reasons such as the following. Stress applied to open venting connector accidentally while device was under water. Foreign material such as fragments of cleaning tool got stuck in valve of venting connector which made venting connector unable to be closed. Water invaded leak test air tube by breakage/misconnection of the tube, breakage of packing at reprocessor/the tube, or the like during using reprocessor. The invaded water entered scope connector during leakage test. Immersed device in fluid for reprocessing while sterilization cap was attached. Connector cap of leakage tester was attached to wet venting connector. Leakage tester was attached/detached while device was under water. Failure of ccd unit and/or scope connector internal circuit board by device handling below. Earth wire of system was not connected. Insertion/removal of scope connector while power of system was on. Dirt and/or fluid adhered to scope connector contacts. Obstructed movement of ccd-cable in bending section caused misalign/kink/breakage of ccd-cable. The following is included in the instructions for use: ¿operation manual: important information ¿ please read before use: prohibition of improper repair and modification: this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is notwarranted by olympus in any manner. Operation manual: important information ¿ please read before use: warnings and cautions: do not connect the endoscope connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Reprocessing manual: 1.4 warnings and cautions: before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged. Leakage testing of the endoscope: perform the leakage test: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information. Device not returned.

Event description:
The customer reported that the evis exera iii bronchovideoscope displayed a b30 scope communication error when preparing the device for use. The customer noted the scope had recently been returned from their intellectual property (i.p.) Department, where the scope was sterrad sterilized. The customer unwrapped the scope to make sure it was ready for an upcoming procedure. All other scopes that were tested with the tower were fine and it was only this scope that showed the communication error. The customer confirmed the scope was going to be sent to a third party for repair. The intended procedure was a diagnostic veran endobronchial ultrasound that was scheduled in the operating room. The procedure was completed using a similar scope. There was no reported patient harm or impact due to this event.